Event description:
It was reported that pump experienced malfunction alarms that included code 12, and customer noted at least three occurrences of same malfunction on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, and malfunction did not recur after reset; customer planned to continue using current pump and use alternate insulin method if necessary. Technical support arranged replacement pump under warranty with updated software, confirmed shipping details and signature requirement, instructed customer on placing pump in storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.